Event description:
It was reported that a patient underwent a right hemicolectomy procedure with a midline laparotomy on (B)(6) 2011 and continuous suture was used on the fascia tissue. The patient developed a superficial surgical site infection on (B)(6) 2011 and a wound dehiscence/evisceration on (B)(6) 2011. The patient was treated with vac therapy and secondary wound closure. The patient has recovered as of on (B)(6) 2011. The surgeon opines the infection was caused by (B)(6) and the infection caused the wound dehiscence.

Manufacturer narrative:
(B)(4) evisceration. Infection occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.